Event description:
It was reported by a company representative that the patient's device was going to be replaced prophylactically as the patient was having more seizures than before she had vns. Furthermore, the patient was unable to feel stimulation, but she has had 2 occasions of feeling stimulation "continuously". The patient's current settings were 2.0 ma/30 hz/250 microsec/30 sec/0.8 mins, and diagnostic testing showed the device to be properly functioning. There had been no recent stressors or changes to induce the increase in seizures. Follow-up with the physician indicated that the cause of the seizures was a "failing" battery in the vns. Attempts for further information have been unsuccessful to date. The patient underwent a generator replacement, and the explanted product was returned to the manufacturer, although it has not been evaluated to date.